Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be replicated when the patient put the messenger bag on the shoulder. The patient was asymptomatic. No intervention has been performed at this time.